Manufacturer narrative:
(B)(6). A visual inspection confirmed the reported breakage. The distal tip of the anchor has broken off. A dimensional analysis of the anchor is prohibitive due to its condition. The inserter tines are bent and twisted. This condition is consistent with excessive torque being applied during insertion. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a rotator cuff procedure within two to three rotations, the anchor broke (distal tip). The site was prepared with a punch. Despite the issue, adequate fixation was achieved with the broken anchor, which remained in the bone; a new site was not required. There were no anatomy or procedure exceptions, and there was no more force required on the device used in this procedure than typical. The patient is noted as having normal bone quality. No patient injury or other complications were reported.